Event description:
It was reported that the patient discussed previous syncopal episodes with external shock therapy that led to implant of this subcutaneous implantable cardioverter defibrillator (s-ICD). It was reported that this s-ICD delivered shocks while the patient was ice fishing trying to hold a fishing tent during gusts of wind. Technical services (ts) reviewed the stored episode and noted therapy was inappropriate for a possible non-sustained ventricular tachycardia (nsvt) or supraventricular tachycardia (svt). Noise was noted during the episode; however, the device appropriately marked the noise. Ts discussed potential troubleshooting and programming options. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.